Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a patient experienced blood loss while undergoing hemodialysis (hd) therapy. The following details were provided. The machine alarmed blood leak 15 minutes after initiation of hd therapy. The presence of blood was observed in the dialysate. The capillaries inside the dialyzer were reported to have ruptured. The estimated blood loss (ebl) was reported to be approximately three (3) milliliters (ml). There was no patient adverse effect and no medical intervention required as a result of this event. The patient¿s post treatment condition was fine. The patient has been undergoing hd therapy three (3) times a week. No malfunction of the machine was observed or identified, prior to, during, or following the hd therapy. The machine alarmed appropriately. The dialyzer is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A production records review was performed on the reported lot. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. A batch records review was performed for the reported lot. The lot passed all release criteria. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.